Event description:
Hcp reports pt presented with swelling six weeks post implant that was considered to be an infection. The pt did not have meningitis. The location of the infection was the device pocket as well as the lead track. A culture was obtained of the device pocket but no results were reported. The pt was treated with IV antibiotics and device system explant. The pt outcome is unk at this time. The hcp notes debiliated status as a risk for this pt.